Manufacturer narrative:
No patient information provided as no patient was involved in this concern. ) the unique identifier was not available at the time of reporting ) foreign country: (B)(6) ) no parts have been received by the manufacturer for evaluation. ) the manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site has two navigation system. The site is having problems when they trying to import patient data from electronic picture archiving and communication systems (pacs). Troubleshooting was done and the manufacturer representative thinks that it could be caused by overloaded pacs. To many request at the same time. The costumer tried to import patient data in different days at different time and they report that happens at all times of the day. They changed the network cable the issue still occurred. Then they contacted the it department and told them that they are now in contact with pacs administrator team. They are troubleshooting the problem. No patient was present at the time of the event.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The representative reported that they are working this the sites it department to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733808, version: 1.1.5. H3) the software analysis was completed and a comment that was made regarding this issue it was determine that the behavior described is the intended behavior of the software. Software is functioning as designed. The comment that was made suggested that the issue was caused by when the subnet mask being changed and that resolved the problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.